Event description:
It was reported that the patient complained to a nurse that the urethral catheter fell off. An inspection of the urethral catheter indicated that the balloon was ruptured. It was immediately reported to the nurse on duty, pacified the patient and observed the patient for urine drainage. The patient developed no discomfort and was able to urinate spontaneously. Hx-on (B)(6) 2020, a nurse routinely indwelled a foley catheter in the patient post prostatic hyperplasia operation.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned it is unknown whether the device had met relevant specifications. It was unknown whether the product had caused the reported failure. The potential root cause for this failure mode could be user related (example: contact with sharp object)/ / exposure to petrolatum based products mechanical failure/operator error. The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "warnings: do not use petroleum substrate lubricants with the latex-based urethral catheters much as petroleum jelly and label liquid paraffin which will damage latex and cause burst balloon. Do not aspirate urine through the drainage funnel wall. Single use only. Do not re-sterilize. For urological use only." H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient complained to a nurse that the urethral catheter fell off. An inspection of the urethral catheter indicated that the balloon was ruptured. It was immediately reported to the nurse on duty, pacified the patient and observed the patient for urine drainage. The patient developed no discomfort and was able to urinate spontaneously. Hx-on (B)(6) 2020, a nurse routinely indwelled a foley catheter in the patient post prostatic hyperplasia operation.